Event description:
It was reported that the patient underwent inflatable penile prosthesis (ipp) procedure, since the device had inflation issues due to fluid leak in pump tubing. The fluid leak was due to a hole in the pump tubing. There were no patient complications.